Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead revision/replacement procedure (1627487-2018-05938, 3006705815-2018-02133), system diagnostics revealed high impedances on 9 out of 10 contacts on the new implanted lead. In turn the penta lead was replaced which resolved the issue.